Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead was explanted due to impedance out of range, with failure to capture consistently. Device had migrated and was upside down, far from original incision site. Physician revised device by placing it higher up and flipped right-side up. It was tied down with a stay-stitch (did not have one from original implant). Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.